Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6) ). No erroneous results were reported to doctors, and patients were not impacted. A field service engineer (fse) was dispatched and checked the environment in the laboratory which revealed temperature is too cold. The room temperature is increased. The instrument was deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed previous complaints for false positive issue resolved by replacing motor washer. Bd quality did not receive any returned parts or instrument for investigation. The root cause was ambient temperature. Bd initiated corrective and preventive action CAPA 1233452 to address these failures. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory gram stain and subcultures performed. There was no patient impact. The following information was provided by the initial reporter: 441385 - instrument top bactec fx packaged - false positives. Was the event caused by a use error? No. Did the patient/medical provider perceive results to be correct and report them? No if applicable, is there a confirmatory test standard procedure? Yes ¿ culture, gram, terminal subculture. Was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory gram stain and subcultures performed. There was no patient impact. The following information was provided by the initial reporter: 441385 - instrument top bactec fx packaged - false positives . Was the event caused by a use error? No. Did the patient/medical provider perceive results to be correct and report them? No if applicable, is there a confirmatory test standard procedure? Yes ¿ culture, gram, terminal subculture. Was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? No.